Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. The sutures of two proglide were successfully pre-placed. The sheath was upsized to 12f, and the evar procedure was completed. Reportedly, post procedure, during knot closure, the suture of the first device broke. Another proglide suture was placed. The two sutures were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.